Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the event was unable to be confirmed, a lot history review was not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The thv (sapien 3 ultra valve) was implanted in the pulmonic position. The sapien 3 ultra (s3u) was indicated for native aortic valve replacement, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve replacement or a native mitral valve with an annuloplasty ring. The IFU and training manuals were reviewed for the tf (transfemoral) procedure in the aortic position and was reviewed for relevant guidance for an s3u implant. The IFU and procedural training manual were reviewed. During valve delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. Transcatheter pulmonic valve replacement (tpvr) in native using the sapien 3 ultra (s3) is not indicated for use in united states of america. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The event was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''implant cards received from the hospital indicate the patient received 2 valves in the pulmonic position''. Both valves were implanted on the same day, and the reason for the valve-in-valve procedure with the second s3u valve was unknown. It is likely that procedural factors contributed to the reported event; however, without further information/imagery/medical record, a definitive root cause is unable to be determined at this time.

Event description:
As reported, implant cards were received from the hospital indicating the patient received two 23mm sapien 3 ultra valves in the pulmonic position. The reason for the two valves being used in the case is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation is ongoing.